Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the application due to a bluetooth malfunction. No intervention was performed. There were no patient consequences.